Event description:
A surgeon experienced strikethrough with a gown, provided within a custom abdominal pack, in the reinforced area of the arms. Caller states that the surgeon is a very large man, approx 250-270 lbs., with large arms. The product worn was an extra large gown. The pt involved did not have any known blood borne processes ongoing.